Event description:
Customer's mother called stating customer continues to get a motor error alarm during bolus and insulin pump had not been reporting low battery. She states that customer's blood glucose was fluctuating ranging from 96 mg/dl to 136 mg/dl and that the sensor glucose kept reading low while customer's blood glucose was not really low. Troubleshooting on sensor was performed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.